Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume enunciated a faint tone despite volume settings being set to high. Customer's blood glucose level was not impacted. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.